Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing observed on atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was continued undersensing during at/af episodes and on the current electrogram (egm).